Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation without its blister pack. A visual inspection noted that the luer is cracked and broken and the syringe no longer contained serum with the spheres dried up. After pushing the piston, it does not come back into place and there is no resistance. Therefore, the complaint is confirmed, and the root cause was noted to be a manufacturing issue. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that upon opening the device, they found dried embosphere at the tip of the syringe and they are unsure if there was leakage. No further information was provided. There was no reported patient involvement or injury.